Manufacturer narrative:
The investigation determined that lower-than-expected b-hcg, tsh, psa and b¿r¿a¿h¿m¿s pct results were obtained from a non vitros mas liquid-immune control quality control (qc) fluid when tested using vitros immunodiagnostics products b-hcg lot 3250, tsh reagent lot 6680, psa reagent lot 4170 and b¿r¿a¿h¿m¿s pct reagent lot 0211 in combination with a vitros eci immunodiagnostic system. The most likely assignable cause for the lower-than-expected vitros b-hcg, tsh, b¿r¿a¿h¿m¿s pct and psa results is instrument related. The ortho field engineer performed service and maintenance actions to the instrument, including replacing the well wash linear stepper motor, replacing the well wash dispence valve, performed signal reagent (sr) pump calibration and made adjustment to sr pump b. Following service actions, qc fluid testing was performed with no further issues reported. (B)(6).

Event description:
The investigation determined that lower-than-expected b-hcg, tsh, psa and b¿r¿a¿h¿m¿s pct results were obtained from a non vitros mas liquid-immune control quality control (qc) fluid when tested using vitros immunodiagnostics products b-hcg lot 3250, tsh reagent lot 6680, psa reagent lot 4170 and b¿r¿a¿h¿m¿s pct reagent lot 0211 in combination with a vitros eci immunodiagnostic system. Vitros b-hcg lot 3250 result of <2.39 and 3.64 miu/l versus expected result of 8.3 miu/l. Vitros tsh lot 6680 result of 0.141 miu/l versus expected result of 0.28 miu/l. Vitros psa lot 4170 results of 1.26 and 1.29 miu/l versus expected result of 2.31 ng/ml. Vitros b¿r¿a¿h¿m¿s pct lot 0211 result of 0.092 and 0.078 mlu/l versus expected result of 0.27 mlu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros b-hcg, tsh, b¿r¿a¿h¿m¿s pct and vitros psa results were from non-patient fluid and were not reported from the laboratory. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).